Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record for part # 00882100100, serial # (B)(4) determined the motor speed was inconsistent, and the device was out of calibration and would not recalibrate. The control bar, thickness control shaft, fine adjustment cams, motor, bearings, spring seal, set screws, switch and switch mount was replaced, the device was recalibrated and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported devices need repaired for unknown reason. No patient involvement. There is no additional information. Investigation found rpm's could not be measured as they were too inconsistent. No adverse event was reported as a result of this malfunction.